Manufacturer narrative:
The subject device was involved in another complaint file due to atrial and ventricular noise oversensing. Please refer to the mdrs with MFR number 1000165971-2018-00432 for the investigation relative to this event.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2016. Standard follow-ups were performed after 1, 8 and 11 months. On (B)(6) 2017, several vf episodes were recorded due to noise oversensing, leading to inappropriate therapy delivery. On 21 october 2018, the hospital became aware that the patient died on (B)(6) 2017. The cause of death was not reported.

Manufacturer narrative:
Corrected: (death date). Updated: (sequence of events), (patient codes, device codes). Please refer to the analysis report.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2016. Standard follow-ups were performed after 1, 8 and 11 months. On (B)(6) 2017, several vf episodes were recorded due to noise oversensing, leading to inappropriate therapy delivery. The patient went to the hospital on (B)(6) 2017 due to heart failure and cardiothoracic surgery was performed. The patient had a cardiogenic shock after the surgery and died on (B)(6) 2017. It was reported that the patient¿s death was not device-related.